Event description:
It was reported that a customer observed one infusor elastomeric device to be leaking "internally" from an unknown location. This was observed prior to patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was returned for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The visual inspection and functional leak test confirmed the reported problem; the leak derived from the welded area of the volume indicator port. Upon completion of baxter's investigation a supplemental report will be submitted.